Event description:
Email from (B)(6) stating that pt said that the push rod on the pump would not engage the cartridge. Called patient. Pt said that pump was originally giving her blockage alarm while in use. Pt found no blockage. Pt changed tubing, but pump would not engage push rod and would alert to insert a cartridge. Pt was able to switch to her back up pump. Pt did not experience any ade. New pump being sent to pt. Pt did not have sn of pump at time of call. No other info known. Patient will keep pump until return box sent. Pt will call back with pump sn. Reported to (B)(6) by: patient/caregiver.